Event description:
The patient underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. The aortic body and iliac limb stent grafts were positioned and deployed as expected. A review of the final angiogram showed the presence of a type ia endoleak which was not resolved with ballooning and stenting. The physician elected to monitor the endoleak until the one month follow-up. As of the date of this report, there have been no additional sequelae reported.

Manufacturer narrative:
Device remains implanted.